Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer fse observed broken cuvettes causing flood. Fse washed and sonicated all the cuvettes and replaced the cuvettes found cracked or broken to resolve the issue. Beckman coulter internal identifier is case-(B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided.

Event description:
The customer reported receiving erroneous flagged patient results for bun (blood urea nitrogen), ast (aspartate aminotransferase) and alt (alanine aminotransferase) on the au680 clinical chemistry analyzer. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event.